Manufacturer narrative:
Currently, it is unknown to what extent the ventralight st w/ echo may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient had additional surgery for lysis of adhesion and to remove the mesh. The physician reported, "most of the mesh was intact except at the superior portion. We removed a portion of the mesh during lysis of adhesions." No medical records have been provided; however, adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent ventral hernia repair. Ventralight st w/ echo was implanted during this repair. On (B)(6) 2015 - the patient underwent mesh excision. The physician noted that "most of the mesh was intact except at the superior portion. We removed a portion of the mesh during lysis of adhesions and this was included with the specimen." As a proximate result, the patient has been injured sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.

Manufacturer narrative:
Currently, it is unknown to what extent the ventralight st w/ echo may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient had additional surgery for lysis of adhesion and to remove the mesh. The physician reported, "most of the mesh was intact except at the superior portion. We removed a portion of the mesh during lysis of adhesions." No medical records have been provided; however, adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of ventralight st using echo ps, patient was diagnosed with adhesions, seroma, pain, scar tissue and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions, seroma, pain and hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent ventral hernia repair. Ventralight st w/ echo was implanted during this repair. (B)(6) 2015 - the patient underwent mesh excision. The physician noted that "most of the mesh was intact except at the superior portion. We removed a portion of the mesh during lysis of adhesions and this was included with the specimen." As a proximate result, the patient has been injured sustained severe and permanent pain, suffeing, anxiety, depression, disability, impairment. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh using echo ps (device #1). Per operative notes, ¿multiple fascial defects were identified. A ventralight st mesh using echo ps (device #1) was placed intra abdominally and stapled. (B)(6) 2015 - patient was diagnosed with symptomatic seroma, recurrent incisional ventral hernia and painful abdominal scar thereby underwent open repair with the partial removal of ventralight st mesh using echo ps (device #1) and implant of biological mesh. Per operative notes, ¿multiple surgical scars were noted and resected. A recurrent hernia was noted in the left lateral margins of the umbilicus and placed with biological mesh and stapled. The inflamed, scarred and fluid filled hernia sac was dissected. Hernia recurrence was noted at the superior edge and a portion of the mesh was removed during the lysis of adhesions. Attorney alleged that the patient had seroma, adhesions, hernia recurrence, mesh migration, mesh shrinkage, pain and suffering.